Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #p080007. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during placement of a vascular stent in the iliac artery, resistance was met when the stent was being released 1 cm. The stent could not be deployed. Therefore, the delivery system with the partially deployed stent was removed from the patient. No further device was used. The patient was scheduled for a follow-up treatment. There is no reported patient injury.